Event description:
The instrument did not place properly formed staples on the tissue and the staple line did not form properly. As a result, the surgeon performed an ileostomy. Procesure: lower anterior resection. Pt status: unk.